Event description:
It was reported that the wake button did not register button presses. There was no adverse impact on the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.